Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that proglide sutures were placed in the right common femoral artery, using the preclose technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 18f and the tavi was completed. Reportedly, it was difficult to extract the underlying lock (4f), required to control bleeding during the procedure, and it might have been blocked by the proglide sutures. The area was manually pressed to control bleeding. The arteriotomy was closed with the two proglide sutures; no manual arterial compression required to achieve hemostasis. There was no adverse patient effect or clinically significant delay in the procedure or therapy. The physician was reportedly in-training in use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report filed, the following information was received: it was reported a transcatheter aortic valve implantation (tavi) procedure was performed using three arteriotomy sites: two in the left common femoral artery (lcfa) and one in the right common femoral artery (rcfa). The first puncture site in the lcfa site was made for control angiography and a common sheath was inserted. Suture placement in the second puncture site in the lcfa (3-4cm above the first puncture) was achieved with two proglide devices using the pre-close technique prior to the tavi procedure. The tavi procedure was completed and the preclose sutures were used to successfully achieve hemostasis at the second puncture site in the lcfa. A control angiography was performed and verified good blood flow and hemostasis. The common sheath in the first, control site was removed but some resistance was felt. The sheath was removed with slight force. It was believed the end of the common sheath might have been blocked/stuck and became knotted in the two pre-placed sutures in the second puncture site. The sheath was removed successfully and manual compression was performed to achieve hemostasis in the control angiography puncture site. The sheath interaction with the sutures did not affect the closure of the lcfa tavi puncture site. The rcfa closure was successful. No additional information was provided.